Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. When opening the device, a piece of glass broke through the vial. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube was observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.